Event description:
Procedure: unk. Reportedly, the device could not properly seal the vessel. There were no details made available about the functioning of the device. There was no reported injury. During routine review this report was reevaluated. At that time, the decision was made to file a report based on the information received.

Manufacturer narrative:
During routine review this report was reevaluated. At that time, the decision was made to file a report based on the information received. Two electrodes were returned for evaluation. The electrodes were attached to an instrument and fit firmly into the instrument. The device was tested for resistance and jaw gap. Resistance was found to be within the allowed range while the jaw gap measurement was found to be out of specification (less than .001 inches). Investigation into similar complaints indicates that the out of spec gap is due to the jaws being too thick. It is possible for the out of specification jaw to contribute to the reported condition.